Manufacturer narrative:
Technician found the head hi/lo will drift down, fast enough to see replaced the emergency trend valve to resolve this issue.

Event description:
Allegation that the head hi/low will drift down. No injury reported.